Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending coronary artery with mild tortuosity, heavy calcification and 92% stenosis. Pre-dilatation was performed. A 3.0x38 mm rx xience xpedition stent delivery system (sds) was advanced without resistance and an attempt was made to deploy the stent; however, the stent failed to deploy as the balloon of the sds failed to inflate. The sds was withdrawn from the patient anatomy. There was no interaction of devices and no other device or procedural issues noted. There was no leak noted and no balloon rupture suspected. Reportedly, the sds was prepped per the instructions for use without any issues noted. The procedure was continued with another size rx xience xpedition sds to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.